Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the labeling, material, and process controls were within spec.

Event description:
F/u with the pt's peritoneal dialysis nurse revealed that the pt had been in the hospital to have her catheter repositioned. The catheter is not a fresenius product. There was no malfunction or injury related to any fresenius product. No further f/u will be available.

Event description:
A peritoneal dialysis pt's nurse reported that the pt was in the hospital for an unk reason. No further info was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.